Event description:
As the seal of the sterile packaging was open, the sterility of the device could not be guaranteed. Consequently, this device was not clinically used.

Manufacturer narrative:
The device in its packaging is available and will be return for evaluation and testing. However, the device has not been rec'd as of to date.